Event description:
From 1980, rptr had serious migraine headaches, depression, bone & joint pain, dizziness, seizures, memory loss, brain damage, muscle "burn", loss of breast due to ruptured implant, horrible scarring. Heart beats too fast & chemical imbalance.